Event description:
The customer reported that during surgery, it was noticed that the punch depth markings of the pft-45m (cross ft punch, 4.5mm) were marked as pft-00m (all in one cross ft punch 4.5/5.5/6.5mm) instead of just 4.5mm. The procedure was completed by using this punch as if it was a pft-00m, but that it was only being used by inserting the punch to the 4.5mm depth marking. There was no patient injury and no surgical delay with this reported problem. Further inspection of 3 more units of pft-45m (lot #156920) by the international affiliate found that all 3 units were affected. Packaging and labeling of all 4 units were labeled as pft-45m and was not labeled as pft-00m.

Manufacturer narrative:
Conmed linvatec received 4 cross ft punch for evaluation and confirmed the reported problem. Visual examination of the returned devices found all 4 were clearly marked as per pft-00m (4.5/5.5/6.5mm). A review of the device history record for lot #156920 shows that all 10 units of this lot exhibit this nonconformance. It was determined that the wrong program number ((B)(4)) was entered during the manufacturing process. In this instance, the verification/inspection steps did not detect the operator error. Based on the investigation, this issue is isolated to catalog #pft-45m, lot #156920. A review of the complaint history shows no similar reports received for this product. The investigation determined that this nonconformance is a process error. A corrective action and preventative action has been initiated to identify and implement the necessary actions to prevent future recurrences. As a result, all involved manufacturing operators were re-trained on (B)(4) 2011 to double check job item# and etch drawing package for accuracy. In addition, all applicable drawings will be updated to include etch drawing number on the process travelers.